Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. A piece of skiving was also returned. The dilator tubing was cut lengthwise and an area of skiving was noted within the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information received indicated that the needle used was reshaped. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the skiving is consistent with not following the instructions for use.

Event description:
During an atrial fibrillation ablation procedure, while performing post-transseptal purge, the presence of a white shavings were observed in the syringe. The sheath was cut and several shreds of the sheath were revealed. The sheath was replaced and the procedure was completed with no adverse consequences for the patient.